Event description:
When contacted for follow up information, from the healthcare professional (hcp) reported that the cause of the event was unknown as the patient had not followed up with them. If additional information is received, a follow up report will be sent.

Event description:
It was reported the patient had a shocking or jolting sensation and stated they were ¿having a bunch of jolting, and looked it up on internet and it could that a lead has moved.¿ it was stated this started about two weeks prior to report and the patient had no falls or trauma. It was noted the patient had a loss of therapeutic effect and for the past two weeks they ¿can¿t pee.¿ (B)(6) 2013 lfc (hcp): "no new information".

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# v846375, implanted: (B)(6) 2012, product type: lead. (B)(4).